Event description:
Patient taken back to or due to pain in hip, right thigh and pain with weight bearing at times. Pt known to have rejuvenate hip implant. Orthopedic md removed rejuvenate impant and replaced with stryker restoration cone conical modular stem.